Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/14/2025.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, cause for no image display was due to a cut on charged coupled device cable and due to scratch on electrical contact of video plug section, screen turns black with no image. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had no image display. There were no reports of patient harm or involvement.